Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 376 mg/dl-"high"; specific value not provided. Cause of bg was unknown. Customer delivered a correction bolus via the pump and changed infusion set to address bg. Customer alleged the control iq software did not function as intended; however, the alleged root cause could not be confirmed as tandem technical support requested the customer upload pump logs for review, however following multiple follow up attempts the customer did not upload.